Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic, high out of range high voltage lead impedance and externalized conductors were observed on the right ventricular lead. The patient then presented during a generator exchange on (B)(6) 2019 where the lead was capped and replaced successfully. The patient was stable post-procedure.